Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high thresholds and loss of capture. The lead was successfully replaced. No additional adverse patient effects were reported.